Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to fluid loss from a hole in the pressure regulating balloon (prb). Additional information received stated that the patient is doing fine post procedure.